Event description:
It was reported that the patient was to undergo cardioversion and compatibility information was requested. The patient stated the stimulator had not been working because it was not charged and needed to be taken out. Follow up the next day indicated that the stimulator was rechargeable but the patient wasn¿t ever able to charge the stimulator. The company's device registration did not have a rechargeable device listed for the patient. Additional information had been requested from the two physicians listed for the patient, but neither had information. If information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2001, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3887-28, lot# j0101972v, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 3887-28, lot# j0101972v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, lot# j0015934v, implanted: (B)(6) 2000, product type: lead. Product ID: 3487a, lot# l63782, implanted: (B)(6) 2000, product type: lead. Product ID: 7498-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7498-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a, lot# j0012814v, implanted: (B)(6) 2000, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3487a, lot# j0015934v, implanted: (B)(6) 2000, product type: lead. (B)(4).